Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "blood detected" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed on e "blood detected" alarm in the fault log on 8/16/2013. He was unable to duplicate the failure. The iabp was tested to factory specifications. In functioned normally and was returned to the customer. (B)(4).